Manufacturer narrative:
The returned device was visually inspected. The complaint is confirmed. The root cause is attributed to the manufacturing process. The complaint database was reviewed and no related incidents for this lot number were found. The device history record was reviewed and no exception documents were found. Corrective actions are in process.

Event description:
The distributor reported the sealing had run over the edge of a pouch inside kit. This was identified during incoming inspection and was not sent to a user facility.